Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: the customer, nurse (B)(6) informed that they had an operation and they noticed that one part of shaver blade broken into patient during ankle operation. Surgeon (B)(6) removed the part of shaver blade from patient. Operation continued fine. The operation was 30 minutes longer because this. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the tip came into contact with hard material during use. (B)(4).

Event description:
It was reported that one part of shaver blade broken into patient during ankle operation. Although there was patient involvement, there was no adverse consequence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that one part of shaver blade broken into patient during ankle operation. Although there was patient involvment, there was no adverse consequence.

Manufacturer narrative:
This supplemental is to correct the lot# of the device from 6250ce2 to 16250ce2.

Event description:
It was reported that one part of shaver blade broken into patient during ankle operation. Although there was patient involvement, there was no adverse consequence.